Manufacturer narrative:
The following section was corrected in follow-up 2: h10: the month was corrected from 9 months to 3 months in this statement: the lead was in service for approximately 16 years, 3 months before being explanted on (B)(6) 2021. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
The following sections were corrected in follow-up 1: g4: device bla: should be blank. H4: device manufacture date is 24-jun-2004. The lead was used for treatment. The lead was in service for approximately 16 years, 9 months before being explanted on (B)(6) 2021. The lead was discarded and will not be returned for analysis. No allegation our device failed to meet its performance specifications or caused or contributed to the infection. Infection is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections before shipping to the customer. The following controls are in place to mitigate the reported lead issue. Quality assurance procedure final labeling/packaging inspection of all products indicates that all labeling and packaging will be inspected 100%. Shake the outer tray by holding tab of outer tray to ensure inner tray is loose inside the outer tray. Check for foreign material and tyvek seal integrity. Verify that color of steri-dot changed from brown to green. Sealed areas (tyvek lid to lip of tray) are continuous around entire perimeter of tray. No voids, breaks, and or bubbles along the seal. The entire seal should be at least quarter inch wide and have a full ridge. The tyvek pull tab must be properly folded into position. Examine the seal and border for uniformity of the seal. Check for holes or any other damages that could violate sterility. The petite-r physician's manual (IFU) informs the user: the leads are supplied sterile. A sterilization method is indicated on the product label. The sterility is compromised when the package is opened or damaged. Oscor inc. Does not assume any liability or responsibility for sterilization by a third party. In addition, the IFU lists infection as an adverse effect: infection, lead may require surgical removal. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported that the pacing system was explanted and replaced due to infection. According to our records, the lead was implanted on (B)(6) 2005 and explanted/replaced on (B)(6) 2021. Since its implant in 2005, it has been associated to three separate pacemakers; the latest of which was a medtronic c6tr01 device implanted on (B)(6) 2015. The associated atrial lead is a medtronic model 5076 implanted on (B)(6) 2007. Reportedly, the extracted leads were disposed of.